Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation underneath the lifevest. The irritation was described as red, itchy, and appears as heat rash. There was no open skin reported. There was no alleged device malfunction contributing to the irritation. The patients nurse applied 1% hydrocortisone cream to the area. Follow up indicated the irritation improved.